Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Additional information received indicated there was no patient involvement during this event.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked right plunger case and battery door. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, force sensor test error was noted and unable to calibrate the force sensor. It was noted that electrical short was the cause of the reported issue. Service replaced main board, force sensor, plunger board and plunger cable and performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited forced sensor error. No adverse effects were reported.